Event description:
It was reported that the patient experienced burning sensation at the ipg site. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.